Manufacturer narrative:
The device associated with this event was originally reported to davol by the pt's attorney as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the provided medical records, pt has a history of hernia recurrence and adhesions. The composix kugel that was implanted on (B)(6) 2006 was to repair a previous unidentified mesh repair. Three years after the composix kugel was implanted, the pt was treated for infection, which is noted as a possible adverse reaction in the product's instructions for use. The IFU states that "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The records stated that a specimen from the mesh explant was to be submitted to the laboratory for gross examination, "with instructions that the pt will pick up later." However, there is no reference to related pathology report. With the info provided in the submitted medical records report it is unclear whether the device caused or contributed to the reported event. No product has been returned and no conclusion can be drawn at this time.

Event description:
Based on medical records provided by pt's attorney: (B)(6) 2006 - repair of recurrent incisional ventral hernia with composix kugel mesh. Some adhesions and a previous unidentified mesh found before composix kugel mesh placed. On (B)(6) 2009 - incision and drainage and packing of abscess mid abdomen. "No problems, no complications." On (B)(6) 2009 - exploration of abdominal wall, extensive lysis of adhesion, enterorrhaphy (x2), explant of old mesh, including abscess cavity and repair of incisional ventral hernia with alloderm. Inspection revealed a couple of loops of bowl adhered to the area of mesh. Dissection performed to free up bowel. Removal mesh submitted to laboratory for gross examination. Pt admitted for pain mgmt due to extension of surgery and work intestinal loops.